Event description:
Patient being mechanically ventilated with vn500 service # (B)(4). Mother of patient (mop), rn, and respiratory therapist (rt) at bedside when ventilator malfunctioned resulting in shutdown of the device. Technician sent logs to draeger for evaluation. This is what they commented, "they feel it was a possible bad neo flow sensor or cable giving bad data to the ventilator." Technician action: attached logs from drager regarding the cockpit restart, replaced neo flow sensor cable and sensor. Performed device and leak tests=passed . Ran for 2 hours with no issues. " technician will hold the device until told otherwise. Note: even if the software restarts, the ventilator still runs. Software resets are not uncommon for this type of ventilator. Technician states that this is a known issue with this device.